Manufacturer narrative:
As of today the investigation is still in process and a follow-up will be filed as needed.

Event description:
It was reported that the carm rotated from 45 to 49 degrees while carrying out a biopsy and unit turned off. No injury reported. A field engineer was dispatched to the site.

Event description:
It was determined that the c-arm brake needed to be replaced. Once this was completed the system was working as intended.